Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra smart meter does not turn on. The medical affairs specialist (mas) sent a letter to the pt, as he could not be reached by phone to provide additional info. The pt last tested with the reported meter two days earlier after 8:00 pm; no result obtained was provided. The pt attempted to test with the reported meter while experiencing nausea, vomiting, thirst, and frequent urination at an unspecified time and date. The pt took no action to affect his blood glucose level following attempted use of the meter. He went to the hosp where a result of "hi" (indicating a result higher than the reportable meter range) was obtained on the hospital meter 2 hours after the pt had attempted to test with his meter. He was treated with insulin; the insulin type and dose were not provided. No info was provided regarding the time period during which the meter failed to power on. No info was provided regarding the pt's diabetes treatment regimen or actions taken prior to the time of concern. The customer service agent (csa) verified that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The csa walked the pt through the power button and the meter did not power on. The meter was replaced.